Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during day drain one of one of peritoneal dialysis therapy. During troubleshooting of an unrelated alarm, the care giver stated that the patient had disconnected six days prior when therapy was in day dwell one of one. The patient then reconnected and the homechoice was at day drain one of one. The care giver could not recall if proper disconnect procedures were used. The technical services representative reviewed proper procedures with the customer. The patient would complete therapy by starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.